Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse contacted the distributor on (B)(6) 2015 to report that the patient had a draining open sore on his back. The patient was reportedly in a nursing home and bedridden. There was no alleged device malfunction. The patient did not require any medical intervention. The final medical outcome of the sore is unknown.